Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental infomration by a nurse from (B)(6) of bacterial peritonitis coincident with extraneal and physioneal therapies. On an unreported date, the patient contacted a baxter technician regarding a question about the device, during the call the patient reported a suspected peritonitis. The nurse was then contacted and confirmed that the patient experienced bacterial peritonitis. Which was suspected to be caused by bad hygiene. It was also reported that the patient received remedial treatment with vancomycin (dose and frequency not reported). The hp is reportedly recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.